Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose was elevated (363 mg/dl). Customer observed air bubbles in the infusion tubing. Reportedly, the customer changed out the infusion tubing to resolve the issue.